Event description:
Boston scientific received information that this patient was recently for a follow up and the physician noted that the battery remaining on this device was showing less than six months remaining with the automatic capture (ac) on. If ac was turned off, the estimated longevity remaining jumped to one and a half years. Boston scientific technical services (ts) was consulted and suggested that this could be due to increased longevity noted when there is a fixed output programmed versus when ac is on. The best way to determine that would be to perform a save to disk of the device memory and to send it in to engineers for review. The device remains implanted. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information became available that this device was explanted and replaced. To date, no adverse patient effects have been reported.